Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported she had to go through a metal detector at the prison. The patient had burning and warming over the stimulator after she went through the metal detector. The implantable neurostimulator (ins) was on when she walked through. The patient had burning, warming, and pain. The indication for use was chronic low back pain and spinal pain.